Event description:
It was reported that during implant attempt, high thresholds were noted in multiple locations, and after three attempts there were issues getting the lead back into position. The atrial lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.